Event description:
The product was used during a low anterior resection procedure. Reportedly, the instrument did not fire properly. The surgeon applied suture. No pt injury was reported.

Manufacturer narrative:
The production lot number was not reported to the MFR therefore, the MFR site is unknown.